Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her thumb was in pain and the nerve in her arm was starting to hurt because the button on the insulin pump was hard to press. The customer had to use pain medication and she could not use her thumb anymore. Customer's blood glucose level was 42 mg/dl due to eating lunch and skipping a meal. Troubleshooting was declined. The device was not returned.